Event description:
The MFR received info alleging a "service required" alarm condition occurred. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issue.